Event description:
It was reported the pump screen display was completely black. There was no adverse impact to the customer¿s blood glucose level. The customer was to use a pen as a backup therapy to ensure insulin delivery was not interrupted.